Event description:
It was reported that the patient was in the hospital with a pre-syncopal spell. The implantable pulse generator (ipg) device exhibited pacing inhibition during the mvp conduction check. The device was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).